Manufacturer narrative:
Product event summary: the 990045 guidewire was returned and analyzed. The product was shipped in a biohazard kit. The guidewire was found lodged inside the guidewire lumen of a pulsed field ablation loop catheter. The guidewire was extended approximately 28 inches beyond the distal tip of the catheter. A visual inspection of the guidewire revealed a stretched spring at the distal end and a broken mandrel inside the guidewire. Additionally, foreign material was observed obstructing the guidewire, preventing it from moving inside the guidewire lumen of the received loop catheter. Resistance was encountered during removal attempts. The obstruction appears to be a specimen, likely tissue, located approximately 1 inch from the tip, where the spring is not stretched. In conclusion, the guidewire failed the returned product inspection due to the tissue stuck to the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that near the end of a pulsed field ablation procedure, the guidewire was stuck in the loop catheter. The guidewire and catheter were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.